Event description:
Un-reporting because the device was intact.

Event description:
Healthcare provider reported a right side exchange of textured devices due to patient's concern with product. Additionally healthcare provider reported rupture discovered via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Device has been explanted.